Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory found pacing capture management indicated high output in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy pacemaker (crt-p) exhibited earlier than expected depletion of battery longevity. Review of device data revealed the battery longevity decrease was due to a high output programmed on the left ventricle which has been turned off and no left ventricular (lv) lead is implanted. The crt-p remains in use. No patient complications have been reported as a result of this event.